Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A patient alleged discrepant results with the cobas® sars-cov-2 for use on the cobas® 6800/8800 systems. The patient was tested on (B)(6) 2021 using real-time pcr test (unknown platform) and 07 dec 2021 on cobas 6800 and generated negative results for sars-cov-2. The patient was tested again on (B)(6) 2021 also on cobas 6800 and generated a positive result for sars-cov-2. The patient was retested on (B)(6) 2021 on an unknown platform and generated a negative result for sars-cov-2. Finally, following the positve result on (B)(6) 2021, the patient performed daily binaxnow antigen tests for 10 days. All tests were negative and the patient never developed symptoms. Although requested no lab information and instrumentation serial number were provided at this time. No apparent harm or injury occurred in relation to the event. Investigation is ongoing and results are not yet available.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
Updated b6 and b5 to reflect that the 12/18/2021 retest was on c6800. Corrected initial reporter's address, removed facility's name. --------------- although requested the raw data or workflow information was not provided. Alternatively, a document with the patient results was provided and reviewed, and indicated cts for target 1 (35) and 2 (38). However, this could not be confirmed without any raw data analysis. A sample with the previously mentioned CT¿s would be indicative of sample near the lod of the test. A root cause is likely due to sample specific or separate sample collections. Furthermore, the differences observed between the different test results are likely an outcome of the sample having a low level of viral genomic material present. Samples at the lod of an assay can be expected to generate wavering results upon repeat with the same platform or different platforms. No product problem or systemic issue was identified . (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A patient alleged discrepant results with the cobas® sars-cov-2 for use on the cobas® 6800/8800 systems. The patient was tested on (B)(6) 2021 using real-time pcr test (unknown platform) and (B)(6) 2021 on cobas 6800 and generated negative results for sars-cov-2. The patient was tested again on (B)(6) 2021 also on cobas 6800 and generated a positive result for sars-cov-2. The patient was retested on (B)(6) 2021 on cobas 6800 and generated a negative result for sars-cov-2. Finally, following the positive result on (B)(6) 2021, the patient performed daily binaxnow antigen tests for 10 days. All tests were negative and the patient never developed symptoms. Although requested no lab information and instrumentation serial number were provided at this time. No apparent harm or injury occurred in relation to the event.